Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, patient received a primary attune left total knee replacement to address end stage severe arthritis with varus alignment. Patella was resurfaced, and depuy bone cement (2 instances) was utilized. There were no reported complications. On (B)(6) 2020, patient's left knee was revised to address aseptic tibial base plate loosening at the cement to implant interface and some (unspecified) instability. Diffuse synovitis was identified throughout, with some metallic staining. There was some osteolysis beneath the femur component, but it was otherwise well-fixed. The tibial baseplate was grossly loose, completely debonded from the cement mantle. Cement mantle was well-fixed to tibia bone. Patella was well-fixed, non-worn, and retained. Synovectomy performed. Competitor revision knee products were re-implanted utilizing competitor bone cement. Doi: (B)(6) 2013. Dor: (B)(6) 2020; (left knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # pc(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.